Manufacturer narrative:
(B)(4). Batch # n9119u. The device received was returned with the tissue pad with no apparent damage and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a test handpiece and functionality tested on a gen11. The device was analyzed, and it was determined that it was connected in more than one generator. The device is intended and labeled for single patient use. If the device is connected to multiple generators an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device.¿ the device was disassembled to inspect the internal components and no anomalies were noted. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Distal part of the tissue pad detach from the clamp arm and fall off the same has been retrieved with a grasper. According to doctor he didn¿t activate without tissue.

Event description:
It was reported that prior to an unknown procedure, the tissue pad peeled off. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.